Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the 2.25 x 15 mm xience xpedition stent delivery system (sds) was removed from the dispenser coil, a kink in the middle of the shaft was noted. Reportedly, the shaft separated outside the patient anatomy. The device was not used. A 2.25 x 18 mm xience xpedition sds was used to successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported shaft detachment was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the reported kinked shaft appears to be related to circumstances of the procedure as it is likely that inadvertent mishandling during removal from the dispenser coil ultimately caused the shaft to kink. The investigation was unable to determine a conclusive cause for the reported shaft separation as it could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.